Manufacturer narrative:
Investigation conclusion: the customer reported complaint of 4 pcu keypads failing was confirmed on 4 keypads during testing. The allegation of system error code 110.6021 and missing keys was identified on one returned keypad. Two keypads were confirmed that did not turn on and had intermittent keys and one had various keys that did not respond. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. External and internal inspection was performed on the 4 pcu keypads. During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 4 out of 4 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Device inspection: 4 front case keypads were returned inside a plastic bag. The serial number was written and attached on the front display screen suspected to be from the pcu which it was removed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15385615 service history record showed the device had a manufacture date of 30oct2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text: only front case keypad assemblies were provided for investigation.

Event description:
It was reported that allegedly an system error 110.6021 was identified on one device, two device did not turn on and intermittent keypad numbers were identified on remaining three devices. Reportedly, assy case front keypad of the four pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly an system error 110.6021 was identified on one device, two device did not turn on and intermittent keypad numbers were identified on remaining three devices. Reportedly, assy case front keypad of the four pcu modules will be replaced. There was no reported patient involvement.